Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that wireless telemetry was unable to be established. Confirmed corruption of device data and confirmed wireless telemetry no longer available.

Event description:
It was reported that the device system memory was distorted and there was no wireless telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.